Event description:
Sudden loss of pacemaker function. Pacemaker was implanted in 4/17/89. The pt had abrupt failure of pacing function that included absence of output, and inability to communicate via telemetry. The generator and lead system had been checked three wks prior to abrupt failure and the magnet rate at that time was 85 and there was appropriate atrial sensing and ventricular capture. The generator is being returned to co for their analysis and appropriate reporting.